Event description:
It was reported that the patient had a revision in 1994 because she was feeling a shocking sensation. Follow-up attempts have been made, and a follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Product ID: 3586, serial# (B)(4), implanted: (B)(6) 1992, product type: lead. Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1992, product type: extension. (B)(4).